Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during the post operative visit, cortex pieces were noted in the anterior chamber of a patient's right eye. The surgeon suspects that there was a problem with the "flux" set up; it was noted that no instruments were switched and the system did not display any error messages during surgery. The incident was resolved by performing a revision surgery.

Manufacturer narrative:
A surgeon reported that during the post-operative visit, cortex pieces were noted in the anterior chamber of a patient's right eye (od). The surgeon suspects that there was a problem with the "flux" set up. No instruments were switched and the system did not display any system messages during surgery. The surgeon completed a revision surgery to remove the cortex remaining in the anterior chamber. The operator¿s manual includes instructions for proper set up for the phaco handpiece: hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/ aspiration lines to clips on top of tray. Ensure tubing is not kinked. The operator¿s manual also includes the warning: if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Use of appropriate technique and settings is important to minimize fragments and turbulence. If stream of fluid is weak or absent, good fluidics response will be jeopardized. The customer did not request service for the system. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. (B)(4).